Event description:
As reported, after a microbiological routine control test on the subject medical device as required by french regulation, the user detected an unexpected contamination. The issue found during reprocessing. The user then sent the device to the ofr (olympus france) french olympus subsidiary for hmi (hygiene microbiological investigation) for further investigation. The user did not report any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
The customer hmi (hygiene microbiological investigation) culture results as follows: suction channel tested positive with the following culture test dates below: (B)(6) 2021- stenitrophomonas maltophilia at 1 cfu microorganism revivable at 1 cfu (cfu/100 ml) and 1cfu (cfu/endoscope) (B)(6) 2021 pseudomonas aeruginosa at 2 cfu, ochrobactrum anthrop at 1 cfu microorganism revivable at 4 cfu (cfu/100 ml) and 3 cfu (cfu/endoscope) results in the presence of indicator microorganisms, results obtained comply with the target level defined in the regulations of france outlined on (B)(6) 2016. The results are conform to french recommendation. Below are information on customers cds checklist: cds: paa_cds machine soluscope 4 soluscope cln-the detergent used for cleaning soluscope caa- the disinfectant used for disinfection. Storage/arrangement of scopes: horizontal the ofr (olympus france) french olympus subsidiary for hmi (hygiene microbiological investigation) results and rrc (regional repair center) france olympus device evaluation findings has not yet been received for evaluation. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted where there was leakage from the biopsy channel, insulation failure at the distal end, the light guide lens and s cover were cracked, the light guide boot was shaved, the universal cord was wrinkled, the bending section rubber glue was worn out/ peeling/ and chipped and there was insufficient angulation. However, these defects alone are not considered severe enough to cause a potential adverse event. The defect of the biopsy channel may have led to insufficient reprocessing which can cause growth of microorganisms. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.